Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's lead had high impedance issues. As a result, surgical intervention occured wherein the lead was explanted and replaced. During the procedure, it was also discovered that the lead was fractured at contacts 2 and 3.